Manufacturer narrative:
Microkeratome head field action investigation and corrective action plan. Reported incident: one incident was reported that the microkeratome blade used with a k-4000 microkeratome system stopped oscillating half way over the eye, while continuing to traverse, causing some corneal abrasion. This is the only incident that has been reported. Investigation: the investigation of this incident revealed that there is an interaction between the microkeratome head, part number 378618 and the bearing cartridge (378660), which is inserted into the head and links up with the hand piece motor that causes the blade to oscillate. Due to a worn o-ring, there was sufficient play allowing the bearing cartridge to back off in the head disengaging the blade post, while the blade continued to traverse the eye driven by the traverse motor in the hand piece. Corrective/preventive action: a field action advisory notice will be prepared alerting the user of this potential, and the need to replace the o-ring on a routine basis. The instructions for use will be amended.

Event description:
Customer reported that, the blade quit oscillating half way and continued to the end of the pass. Created a half cut across the cornea, scraping the epithelium causing corneal abrasion on second eye. First eye was perfect.